Event description:
The needles in this lot make it abnormally difficult to pierce the septum of a vial. It is not uncommon to have some difficulty if you don't position the needle/bevel at the correct angle but it appears to be a bigger issue in the last two tray packs. This lot has been noticeably worse. This may be due to either a lack of sufficient lubricant on the needle or possibly a lack of sharpening of the needle.